Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.